Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the left main trunk (lmt). Following deployment of a another manufacturer's stent, the quantum maverick 12mm x 4.5mm balloon was advanced for post dilatation. The balloon ruptured at 11 to 12 atms after 5 seconds on the first inflation. The procedure was completed a different device. No patient injuries or complications were reported. The patient's status is reported as "good".